Event description:
(B)(4). Since this was put in I have had an ongoing itchy rash, my stomach is severely bloated, I developed fibromyalgia, I'm so tired to the point of exhaustion. In pain everywhere.